Event description:
It was reported that the unit would over temp after only a few minutes running. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 3-jul-2023 via email: the date and occurrence of the event is unknown. No patient harm/injury.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in with no external damages. A wrapped return tube and new printed circuit board (pcb) assembly was found during internal inspection. The device went into over temperature at 39.5 degrees celsius within 3 minutes of functional testing confirming the complaint. The most probable root cause was the over temp alarm was not calibrated after pcb board replacement by the user. All new pcb assemblies require calibration. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Calibrated the pcb, replaced the return tube and calibrated device. Replaced the o-rings and fan guard per preventative maintenance (pm). Device passed all functional and delivery tests.